Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that about 3 months ago, they had to do a CT head and body scan and they got a notification when they went to turn the therapy off prior to the scan, that the ins battery was low so they turned the device off for the scan. The patient stated they went back to their managing health care provider (hcp) to discuss have the device removed because the hcp had told them when they first got the device 4 years ago, that it would last for at least 10 years but it only lasted 4 years and the battery had already depleted, which they said was "quite disappointing". The patient stated they scheduled a procedure to have the implant removed towards the end of (B)(6) 2026 and their hcp had just told them to leave the therapy off until that time and also advised the patient if they changedtheir mind and wanted to have the implant replaced, they could also do that. The patient stated they felt like after 3 months of the device being turned off, it didn't make much of a difference. The patient stated they said they noticed no difference at night but they noticed that they went to the bathroom more during the day with the therapy off but even with that, it wasn't worth it to get a replacement only to have to be cut into again in another 4 years when that battery died to have it replaced again, so they decided to have it removed in 2 weeks from the date of this call. Patient services reviewed the battery longevity considerations with the patient and asked the patient if they remembered the stimulation level they had been on and the patient stated that their hcp told them it was at 1.5 ma and that they'd only ever "messed with it" a few times, and never made any c hanges because it was "kind of hard to connect to the therapy" and that they would have to place the communicator in just the right place in order to connect to their ins settings. The patient stated it was complicated to use so they only played with it twice and the first time it was after like a year and the last time was when they found out the battery was low. The patient stated the implant had never given them much of the relief but they never made a change. The patient mentioned they wanted to consult with other hcps to see if the procedure cost would be any different/if they could bring down the cost of the procedure because they felt it was outrageous. Patient services also reviewed the patient advocate foundation (paf) information and included paf's contact information in the physician listings email they sent to the patient. Patient services redirected the patient to follow up with a hcp to further address the issue and to discuss their concerns about the battery depletion. The patient was to follow up with an hcp to have the implant removed. The patient was driving at the time of the call and patient services did not ask any further questions about the comment about it being difficult to connect to their implant, as they were focused on the reason for call.